Event description:
Report received of an under-delivery. The pump was programmed by a nurse to deliver an unspecified concentration of fentanyl at a rate of 0.1ml/hr. Four hours later, the same nurse noted the pump display indicated that 0.2ml had infused instead of the expected 0.4ml. Reportedly during the 4 hour infusion period, the patient's systolic blood pressure ranged from the mid 90's to 104 without intervention. The infusion was stopped and the pump was taken out of clinical service. The infusion was continued using a replacement pump. Within 30 minutes, the patient's systolic blood pressure returned to within the desired 70 to low 80's range. Though requested, there was no further information available.